Event description:
Info rec'd indicates the brake is not holding.

Manufacturer narrative:
The technician isolated the issue to the brake/steer caster. He replaced the brake/steer caster to repair the bed.